Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that after battery change and after a bolus delivery, she woke up and had a blank screen display. Customer states that insulin pump continued to reset itself and she received a battery out limit alarm as well. Customer's blood glucose was 418 mg/dl, which was treated with manual injection. Customer was advised since pump alarmed after battery change, that this was normal pump behavior. Customer was advised to monitor insulin pump. No further information provided.